Manufacturer narrative:
21-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head is no longer staying securely attached to the hand piece. It keeps falling off mid-brushing - oral-b [device breakage] case narrative: female consumer via e-mail reported that the oral-b toothbrush head was no longer staying securely attached to the oral-b genius x tooth hand piece, model 3771, and that it kept falling off mid-brushing. No injury was reported. 12-dec-2023 follow up via e-mail: the concomitant product lot number was bh12730200. No injury was reported. 15-jan-2024 case update: the suspect product was oral-b power oral care refills sensi ultrathin eb60. The suspect product lot number was p3199. No injury was reported. 21-feb-2024 product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3771 genius x. The concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported.

Event description:
Brush head is no longer staying securely attached to the hand piece. It keeps falling off mid-brushing - oral-b [device breakage] case narrative: female consumer via e-mail reported that the oral-b toothbrush head was no longer staying securely attached to the oral-b genius x tooth hand piece, model 3771, and that it kept falling off mid-brushing. No injury was reported. 12-dec-2023 follow up via e-mail: the concomitant product lot number was bh12730200. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.